Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report excessive no delivery alarms. The customer's blood glucose level was 8.5 mmol/l. The customer was sent a replacement device. No further details were provided.